Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker UK; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see comm log), and indicates: fault: no power present to unit, unable to power on unit. Motherboard and software issues. Probable root cause: ¿ sk28 electrical design ¿ sdc3 mechanical design ¿ manufacturing/service nonconformity ¿ use error.

Event description:
It was reported that the product lost image during the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product lost image during the case.